Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl.

Manufacturer narrative:
The returned device was evaluated and the inspection of the pod found top battery and mechanism rail corrosion. The pod download data presented no evidence of a failure to deliver insulin. The patient history buffer (phb) showed the automatic glucose control (agc) algorithm was able to appropriately adapt the suggested insulin based on estimated glucose values (egvs), the amount of insulin previously delivered, and user inputs. Leak testing found a tear in the unexposed portion of the cannula. This tear diverted fluid from the fluid path into the device, causing an insulin delivery failure and leading to the observed top battery and mechanism rail corrosion.